Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was returned and visual evaluation identified that the ceramic liner was fractured. No other damages were noted and no further evaluation could be performed with the returned device. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the ceramic inlay of the maxera cup fractured. Additional information on the reported event is unavailable.